Manufacturer narrative:
The pt expired on (B)(6) 2013. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 15 months post-implant, it was reported that the pt was readmitted into the hosp due to an infection and hemolysis was seen in her blood samples. It was also reported that the pt later expired due to sepsis after appendix perforation and the pump was explanted.